Event description:
The pt was found not breathing and blue in color. The heart rate was approximately 70 beats per minite. Resuscitation of the pt failed. After the incident, the alarms were reviewed and bradycardia was found. The customer feels that the system did not alert the staff ten minutes prior to the condition change or deterioration which progressed to cardiac arrest and death of the pt.

Manufacturer narrative:
Subsequent to the filing of the initial MDR for this event, the user clarified the nature of the problem, which resulted in further investigation by hp. The user claimed that during the event, the central console did not generate an audio alarm or a recording strip for two episodes of bradycardia experienced by the pt within several minutes of each other. As stated in the original report, a performance test of the user's system found no problem. Subsequent review of the data provided from the user's system (including the stored record of the alarms), review of complaints and incidents from other sites, and lab studies could not verify or reproduce the reported failure to alarm. Consequently, hp was unable to identify root cause for the problem reported.